Event description:
Cook medical reported for the customer, ¿removal of a saint jude riata 1580 ICD lead, prepped the riata with an lld locking stylet, used an 11 fr evolution to separate the binding tissue from the lead, after lead was extracted the pt¿s pressure dropped, the doctor injected contrast dye and noticed a staining in the apex of the heart, he then ordered an echo cardiogram to see if there was a tear in the vessel, he inserted a st jude durata lead and after he inserted the lead the pt¿s pressure dropped again and they started CPR, at that point in time the rep left the room¿ the device was used for extraction of the lead. The cause of death was the tip of the lead left a small hole in the right ventricle upon extraction ¿ an rv perf. The pt died in the operating room during surgery while they were trying to sew up the perforation on (B)(6) 2012.

Manufacturer narrative:
(B)(4).